Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-01346 for the associated device information. It was reported to boston scientific corporation that a sensation medium oval flexible snare was used to remove a large polyp in the cecum during a colonoscopy with polypectomy procedure performed on an unknown date. It was reported that during the procedure and inside the patient, the snare would not deliver energy and would not cut. The grounding pads were moved on the patient and still would not work. The snare was securely attached to the active cord. No visible problem was noted with the cautery pin. The procedure was completed with a different snare. There were no patient complications reported as a result of this event.